Event description:
During the pfa procedure with non-abbott pfa catheter (farapoint with boston scientific), output issues resulted in the procedure being delayed. There was a "928 fatal error pci-e" error message on the workmate computer after pfa. The system was rebooted a couple times, but the issue did not resolve. A cpu was taken from a different room and connected and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One claris display workstation (dws) z640 was received for evaluation. The device powered up successfully, passed evaluation of the hard disk drives, and passed hardware diagnostic testing. The reported event was able to be confirmed by review of the system logs. Based on the investigation and information provided to abbott, the reported event was not able to be reproduced, and the root cause was could not be further isolated as the returned device did not fail during investigations and all testing passed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.